Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2010v and noticed a portion of the optic was missing. The surgeon cut the lens in half to remove it and replaced with another same type lens. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens optic is torn in half and portion is torn off and missing. There is clear surgical residue on the lens. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential or damaging the lens.